Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose greater than 15 mmol/l (270 mg/dl) while wearing the pod between 25 and 36 hours. The adhesive completely separated from the (abdomen) causing the cannula to dislodge. A new pod was successfully applied.